Event description:
The programmer was returned to the manufacturer for software upgrade, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Bench systems test revealed that there was telemetry only when moving the rf (radio frequency) head cable at the point where it connects to the programmer. Printed circuit board subassembly failure found. Root cause could not be identified.